Manufacturer narrative:
A representative went to the site to preform a system check out. It was noted that the door was not opening, they stated that the system had been making a popping noise when opening the door for a while, and then stopped opening. Found that the top of the left inner 90 degree door cover was binding up with the bottom of the top inner 135 cover, preventing the door from properly opening. They removed all inner covers, loosened screws on the lexan channels, and shifted position of the lexan channels, reinstalled and adjusted inner covers, so that the gaps between covers were equal at the top and bottom of the door when closed. They completed motion calibration, and opened and closed door 10 times with no issues. There were no parts replaced and the system was operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was popping from the gantry, and it was unable to move gantry.